Event description:
Boston scientific received information that the right ventricular (rv) lead had high pacing threshold post pocket closure. Additional information indicated that the reason for high pacing thresholds was due to microdislodgement. This rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.